Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported a return of symptoms. This was occurring daily. A fall where the patient had landed on her bottom on cement had occurred about 6 weeks ago. The patient was going to follow up with her healthcare provider (hcp) regarding the fall. The return of symptoms was noted to be gradual. She needed to increase stimulation. She was on program 1 at 3.7 and was not feeling stimulation. She was able to increase to 4.2 and noted that it was comfortable. It was going to be left here and she was going to track her symptoms. The event was noted to have occurred on (B)(6) 2016. Indication for use was gastrointestinal/pelvic floor.

Event description:
Additional information was received from a con. It was reported that the patient's symptoms came back a little bit. It was noted that this happened maybe 3-4 months prior to the report. The patient was feeling stimulation in the correct area, but they wanted to increase stimulation. The patient did have their stimulation increased and would monitor progress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.